Event description:
It was reported that: "patient had a hemi-arthroplasty 7 years ago. Complained of pain, surgeon removed a grossly loose component with the cement affixed to the stem. He replaced it with a cone/conical stem 32mm head and a 48mm tritanium 1 deg cluster cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.